Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient's pump stopped working 4 years ago. No further information was provided. The patient was being sent to the surgeon to either explant or possibly have a replacement. The issue was not resolved, however the patient was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-dec-27. It was reported that the manufacturer's representative had no further information than what had already been provided. The patient was being referred for a pump replacement that had yet to be scheduled. Once scheduled, the pump would be returned at the time of replacement. No further complications were reported or anticipated.